Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the facility alleges the wheelchair wheel has a bend and rubbing on the side.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the wheels out of round/warped, which confirmed the original complaint issue. However, the underlying cause could not be determined. The following fields were updated accordingly.

Event description:
Dealer states the facility alleges the wheelchair wheel has a bend and rubbing on the side.